Event description:
Related manufacturer reference number: 2017865-2023-17035. It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2023. Upon examination, it was noted that the implantable cardioverter defibrillator (ICD) could not be interrogated and the right ventricular (rv) lead had high capture threshold. The physician explanted and replaced the device on (B)(6) 2023. No programming changes were made to the rv lead. The patient was in stable condition.